Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 420 mg/dl, at the time of incidence. Customer was treat with the bolus for high blood glucose level. Customer reported that the food and bolus correction was incorrect. Customer declined to troubleshoot for high blood glucose level. Customer did not have back up plan. The insulin pump will not be returned for analysis.